Event description:
The user reported that two sets of electrodes were connected to the defibrillator but did not give any readings. The user indicated that the pt expired. However, no add'l info was provided to co.